Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not provided in the initial medwatch report. Although the device was discarded by the facility, an investigation was performed based on the complaint information. According to the complaint, the device was able to be retracted while the instrument was stretched out, suggesting there may have been a kink in the sheath preventing retraction. A potential cause for a kinked sheath is too much torque being applied to the device by the user. In this case the sheath was potentially kinked prior to use, possibly in assembly or shipping, since the complaint specifies the problem occurred out of the package. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Manufacturer narrative:
The device was successfully used to complete the procedure. During the retrieval of the sample, the device was destroyed and discarded by the hospital. With no device to evaluate, there is insufficient information to investigate the cause of the device failure described in the complaint. This event is being reported in response to an observation from an external inspection. There has been no associated harm attributed to the reported event. We will continue to monitor and trend similar incidents.

Event description:
Physician found that an always-on tip tracked triple needle brush would not retract fully into the sheath out of the package. Staff was able to retract the tip back into the sheath by stretching the instrument completely straight and pulling apart gently. The device was used to sample and the brush tip was cut for pathology. Procedure was completed. There was no injury or harm to the patient.